Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 131 alarms (line number 643 file number 121) on 11/09/2024 between 21:32:04.000 and 21:42:00.000 in the pump downloaded history, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. No moisture damage noted to the motor assembly, pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap locks properly into the reservoir compartment. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 consecutive pump error 131 alarms; problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the pump error 131. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instructions. Mmt-1812 was requested and the customer response was the device will be returned.